Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the jaws on the collet were broken which was indicative of tightening the collet nut without a saw blade in the collet. Therefore, the reported condition was confirmed. The assignable root cause was determined to be component damage due to misuse / abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 5 for the same event. It was reported from the united kingdom that during an unspecified surgical procedure, it was observed that five reciprocating saw devices broke at the prongs. According to the reporter, the devices broke from ¿what seemed to be a rust issue¿. As a result, there was a fifteen minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.